Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, after opening the package, the proximal end of the support catheter was "discounted." It w the patient was undergoing stent thrombectomy surgery to treat an aneurysm. It was noted that the patient's vessel tortuosity was moderate. The devices were prepared as indicated per the IFU. There were no related patient symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event with the issue being "discounted" was clarified to mean that the catheter was bent.

Manufacturer narrative:
The navien catheter (model: rfx072-115-08mp; lot: a524306) was returned for analysis within a shipping box; within a plastic re-s ealable pouch; within an opened navien inner pouch and within a dispenser coil. The navien total length was measured to be ~122.0cm. The navien useable length was measured to be ~115.5cm which is within specification (115cm ± 3cm). No damages or irregularities were found with the navien hub. The navien catheter body was found to be kinked at the strain relief. The cause for the catheter kink could not be determined at this time. The navien distal tip was noted pre-shaped. No damages or irregularities were found with the navien distal tip. No other anomalies were observed. The navien catheter will be retained as per (B)(4). Based on the device analysis, the customer¿s report of ¿catheter kink/bent¿ was confirmed. If information is provided in the future, a supplemental report will be issued.